Event description:
Participant reported on (B)(6) 2014 having a suprapubic cath malfunction resulting hematuria, uti associated with fevers, fatigue, and increase in spasm. He presented to outside ed where he was given antibiotics and discharge home. Participant was seen (B)(6) 2014 for follow up, he states he still does not feel well. He denies fever but continues to have muscle spasms and chills. He denies abdominal pain, flank pain, positive for muscle spasm and shoulder aches. He changed his suprapubic catheter and reported no problems with it. Uti concern for seeding of the pedestal/device implant site due to fever for the past 4-5 days and possible under treatment of uti. Participant was admitted to the hospital from the clinic on (B)(6) 2014 for further management and treatment of his uti with IV antibiotics, IV hydration, infectious disease consult, and urology consult to evaluate suprapubic catheter. He was initiated on antibiotics, infectious disease was consulted for management of antibiotics. His blood culture were negative and he was changed to oral antibiotics on (B)(6) 2014. Urology was consulted and the suprapubic catheter was changed on admission to the hospital. Participant was discharged home in stable condition on (B)(6) 2014 and on antibiotics. Pedestal/device implant site is healing well, and no evidence of infection. Participant was follow-up on (B)(6) 2014 and reported to be feeling well and has been asymptomatic.